Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the eccentric system was malfunctioning as the eccentric shaft was damaged. The eccentric shaft was replaced to resolve the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and part and serial combination. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the saw did not work when it contacted the bone to perform the cut. No more information is available.

Manufacturer narrative:
(B)(4). G2: foreign - spain investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.